Manufacturer narrative:
(B)(4). The device was manufactured in 1998. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed there were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. Visual inspection found no physical damage. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device passed all check and calibration tests successfully during service. The device was serviced more than one year ago; therefore, the service history review will not be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.